Manufacturer narrative:
(B)(4). Visual, dimensional and functional analysis was performed on the returned device. The reported difficulty to load the filter was unable to confirmed due to the condition of the returned unit. Additionally, it was noted that the ptfe (polytetrafluoroethylene) coated delivery catheter shaft was separated, proximal to the distal indicator bands. The material of the separated ptfe was jagged and held together by the shaft stainless tubing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Because it was reported that the filter seemed to pull too far into the delivery catheter (dc) pod, it should be noted that the emboshield instruction for use (IFU) instructs: ¿carefully pull the torque device in a controlled manner to retract the barewire filter delivery wire and observe the filtration element being retracted through the loading funnel into the rx delivery catheter pod. Pulling the wire too quickly or with excessive force may cause damage to the rx delivery catheter pod and / or filtration element. The investigation determined that the reported difficulties were due to operational context. Based on the reported information and evaluation of the returned unit, it is likely that the filter was pulled into the pod too quickly or with excessive force causing the filter to pull too far into the delivery catheter (dc) pod and preventing the filtration element from being able to load properly causing the noted damage to the delivery catheter pod. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that the emboshield nav6 embolic protection device was prepared for use per instructions for use (IFU). The filter seemed to pull too far into the delivery catheter (dc) pod. The emboshield nav6 filter was not used and there was no patient involvement. There were no clinically significant delays. Returned device analysis noted that the polytetrafluoroethylene coating of the delivery catheter shaft was separated, but remained on the device. Additional follow up with site indicates they were not aware of the separation. No additional information was provided.